Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 4.00mm x 12mm nc emerge® balloon catheter was advanced but failed to cross the lesion due to calcification and it was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 23.4cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification and it was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.